Event description:
A report was received that the patient¿s stimulator was not working. Database analysis revealed high impedances. X-ray showed no obvious lead fracture or failure but a fracture somewhere on the lead was expected. The lead issue was determined to be caused by a fall. The patient underwent a revision procedure wherein the lead and clik anchor were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-4316, lot #: 16588635, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient¿s stimulator was not working. Database analysis revealed high impedances. X-ray showed no obvious lead fracture or failure but a fracture somewhere on the lead was expected. The lead issue was determined to be caused by a fall. The patient underwent a revision procedure wherein the lead and clik anchor were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.